Event description:
Attorney states that while his client was in the loaner patriot wheelchair it collapsed causing her to fall and sustain injuries.

Manufacturer narrative:
No further information was provided to identify users injuries. Will continue to follow up as more information becomes available.